Event description:
Per the procare technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
H3 other text : device not able to be located.

Event description:
Per the procare technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.